Event description:
It was reported, the patient had a urinary tract infection. It was noted, the patient also experienced bladder spasms. It was reported, the patient was prescribed levaquin. It was noted, the patient¿s symptoms resolved without sequelae on 2011 (B)(6).

Manufacturer narrative:
Product ID 3889-28, lot# v589285, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).